Manufacturer narrative:
Testing of actual/suspected device: on 04may2022 a getinge field service engineer (fse) replaced the power supply on the unit which did not resolve the issue. The fse has ordered more parts to continue repair. A supplemental report will be submitted upon receipt of additional repair information.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) would not turn on prior to use on a patient. There was no patient involvement and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that power supply is shorted to ground and is blowing fuses immediately when main power is applied. Swapped power supply and problem persisted. The fse has ordered more parts to continue repair, then the customer denied the quotation and informed that the customer intends to use the unit as a trade-in.